Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system flush tube was pinched. Flat wire was found protruding from the delivery system outer shaft. The delivery system flush port valve leaks. The full delivery system was returned with the device intact in the device cup. There is exposed wire mesh on the outer shaft located at 3.7 cm from the distal end of the delivery system. There is resistance while flushing the delivery system. There is a water leak in the handle. The flush tube is pinched at 9 cm, 14.8 cm, 20 cm and 22 cm from the proximal end of the flush port valve. There is a water leak in the tether lock housing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant of the leadless implantable pulse generator (ipg), the delivery system could not maintain a flush and was leaking. The delivery system was not used for the implant. No patient complications have been reported as a result of this event.